Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedances (sli) since (B)(6) 2019. The impedance is measuring near 150 ohms. It was noted that for a year impedances were stable measuring just over 100 ohms. Technical services recommended to bring the patient in for a follow-up and for a breakdown of the vectors. The patient had a follow-up appointment and when programmed in the triad configuration sli measured 136 ohms. The boston scientific representative tested the vectors and sli were still out of range. Technical services recommended to perform a commanded shock and the physician denied as they will continue to monitor. At this time, this rv lead remains in service. No adverse patient effects were reported.